Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). C-001142825. Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. The expiration date of the device is not known as the device lot number is not available / not reported. The initial reporter first and last names and email address of the initial reporter are not available / reported. The initial reporter phone: (B)(6). The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported a rumor that during a thrombectomy procedure for a cerebral infarction, a 5mm x 37 mm embotrap iii revascularization device (et309537 / lot# unknown) was used. The patient experienced a ruptured aneurysm in the cerebral artery. The complaint reported that the lesion is not known, it is also not known if a continuous flush was maintained. The following was captured in the complaint, ¿this complaint report is a rumor, and the above sentence may not be true.¿ on 27-jun-2022, additional information was received. The information indicated that the reported event in the complaint was ¿informed to the sales rep by a doctor who was not attended the procedure. The sales rep is going to ask the doctor the details.¿ no information is available pertaining to whether this was a thrombectomy procedure for a cerebral infarction that also involved an aneurysm in the cerebral artery. The information indicated that the aneurysm ruptured may have been caused by the embotrap iii device, but no information is available at this time. The information indicated that the embotrap iii device was used for a cerebral infarction, but the detailed lesion of the cerebral infarction was unknown, with no available information at this time. The information indicated that the aneurysm was present at baseline. It was not known if continuous flush was maintained. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Per the referenced literature, acute ischemic stroke patients have a higher prevalence of cerebral aneurysms than a healthy reference population. Particularly, an unknown hidden aneurysm poses a potential danger in recanalization attempts because its detection before mechanical thrombectomy is difficult. There are vessel characteristics, clot burden/characteristics, device selection, operator technique, device interaction, and mechanical manipulation of devices within the artery that may have contributed to the event. There is no indication of a device design or manufacturing issue. Furthermore, the relationship of the embotrap iii to the reported event cannot be excluded. Therefore, this event is considered serious and MDR reportable. Literature reference citation: nozaki t, noda m, ishibashi t, morita a. Ruptured hidden intracranial aneurysm during mechanical thrombectomy: a case report. Surg neurol int. 2020 dec 16;11:446. Doi: 10.25259/sni_789_2020. Pmid: 33408931; pmcid: pmc7771481. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported a rumor that during a thrombectomy procedure for a cerebral infarction, a 5mm x 37 mm embotrap iii revascularization device (et309537 / lot# unknown) was used. The patient experienced a ruptured aneurysm in the cerebral artery. The complaint reported that the lesion is not known, it is also not known if a continuous flush was maintained. The following was captured in the complaint, ¿this complaint report is a rumor, and the above sentence may not be true.¿ on 27-jun-2022, additional information was received. The information indicated that the reported event in the complaint was ¿informed to the sales rep by a doctor who was not attended the procedure. The sales rep is going to ask the doctor the details.¿ no information is available pertaining to whether this was a thrombectomy procedure for a cerebral infarction that also involved an aneurysm in the cerebral artery. The information indicated that the aneurysm ruptured may have been caused by the embotrap iii device, but no information is available at this time. The information indicated that the embotrap iii device was used for a cerebral infarction, but the detailed lesion of the cerebral infarction was unknown, with no available information at this time. The information indicated that the aneurysm was present at baseline. It was not known if continuous flush was maintained.